Event description:
Pt admitted to hosp for removal of bilateral breast implants with capsules and mastopexies secondary to deflation of left breast implant and breast ptosis. Pt does not have a history of trauma to the breast area. Pt has had breast biopsies in the past that were benign. These saline breast implants had been placed prepectoral in 1987. Manufacturer is unk. Pt authorized disposal of surgically removed breast implants.